Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported she had not used her scs system in approx 6 months. The patient stated her system turned on by itself. The patient stated she was not near anything magnetic at the time. The sjm rep has attempted to contact the patient as the next course of action. However, attempts to contact the patient have been unsuccessful.